Event description:
On (B)(6) 2011, a sample was run for crp on the ortho vitros 5600. "No result" was reported and it was flagged with w.e. For a wash error (the wash step in the test did not work). There were no additional errors reported indicating that the sample result was out of range high and required dilution. Staff saw the w. E. And assumed that the sample needed to be run on dilution. Specimen was retested on a x3 analyzer dilution. The result was <0.5 and because the analyzer was programmed with a dilution factor of 3 it multiplied the result of <0.5 times 3 and reported a result of <1.5 (incorrect). Contacted ocd technical support and reported the problem. Also provided them with the record ID for this specimen to see if there were any other error codes generated indicating the need to dilute this specimen and there were not.